Manufacturer narrative:
An investigation into a discrepant result event while using the etest metronidazole was performed. The customer did not return their strain for testing at biomerieux. Quality control samples with atcc 25922, atcc 29741 and atcc 25285 were run with retain samples from five (5) lots etest metronidazole test kits. The results of all testing were within specifications for all samples. Based on the results of the investigation, the complaint could not be confirmed and the product is operating within specifications.

Event description:
A customer in (B)(6) notified biomerieux of a discrepant results associated with etest(tm) metronidazole mzh 256 (reference (B)(4)). The customer reported always getting low minimal inhibitory concentration (mic) when doing controls. The customer identified the control strain as e. Coli atcc (B)(6). The approved spreading interval was 0.25-1 mg/l and an anaerobe plate without antibiotics was utilized. An investigation into the event will be initiated by biomerieux.